Manufacturer narrative:
The device was not returned for analysis. Additionally, a review of the lot history record and complaint history for the reported lot could not be conducted, because the lot number and serial number were not provided. A conclusive cause for unchanged mitral regurgitation (mr), cardiogenic shock, cerebrovascular accident, heart failure, myocardial infarction and hemorrhage could not be determined in this complaint. The reported recurrent mr was likely an outcome of expulsion. The reported patient effects of mitral regurgitation, cardiogenic shock, cerebrovascular accident, heart failure, myocardial infarction and hemorrhage as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. There is no indication of product issue with respect to manufacture, design or labeling.na

Manufacturer narrative:
(UDI#): in the absence of a reported part number, the UDI cannot be calculated. The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Article: predictors of rehospitalization after percutaneous edge-to-edge mitral valve repair by mitraclip implantation.

Event description:
This is being filed to report the recurrent mitral regurgitation, cardiogenic shock, CPR, treatment with medication, stroke, heart failure, hospitalization, myocardial infarction, and bleeding. It was reported through a research article identifying mitraclip that may be related to patient death, unchanged mr, recurrent mr, cardiogenic shock, the need for CPR, treatment with medication, stroke, heart failure, hospitalization, myocardial infarction, bleeding, and clip detachment. Specific patient information is documented as unknown. Details are listed in the article: predictors of rehospitalization after percutaneous edge-to-edge mitral valve repair by mitraclip implantation. No additional information was provided.